Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Found during inspection. It was reported the device had the battery and wrench icons on. There was no pt use associated with the reported event.